Event description:
Customer reported the fluoro timer is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the control panel processor pcb. System operates as intended.